Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor cannula broken, broken part is still in adhesive patch at sensor base. The sensor was unable to confirm in received condition due to customer returned opened/used.

Event description:
The customer reported via phone call of a lost sensor alarm and bent sensor cannula. The customer's blood glucose reading was 120 mg/dl. The customer stated that she received a lost sensor after being attached for 15 to 20 minutes. The customer stated that the pump is not communicating with the transmitter. The customer did not report a lost sensor alert that occurred only with a previous sensor. The customer was advised to monitor and replace the sensor.